Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleges, the wheels at the back are wobbling, plastic section that supports the inner rings is what broke. MDR filed.